Event description:
Related manufacturer reference number: 2017865-2022-07676. It was reported the patient presented to the emergency room with dizziness and bradycardia. Upon interrogation, it was discovered the right ventricular lead exhibited loss of capture. X-ray showed the right ventricular lead was dislodged and the atrial lead had no slack. Slack was added to the atrial lead. When the physician attempted to reposition the right ventricular lead, a high pacing impedance was noted. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture, lead dislodgement, and high pacing impedance could not be confirmed. A complete lead was returned in one piece for analysis. Electrical, x-ray, and helix examination were normal with no anomalies found. Visual inspection found the outer insulation cut and outer coil kinked at the suture sleeve tie impression consistent with procedural damage.